Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided.

Event description:
It was reported that the infusion pump took longer than the expected 24 hours to infuse chemotherapy medication. There was no reported patient injury.